Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from japanese to english: this report is about liquid fm. Liquid came out before filling the drug solution. The patient returned the complaint product. When the plunger was pushed in before the drug solution was filled, liquid came out of the product. The patient discontinued use of the product due to anxiety. An investigation was requested.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 06nov2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from japanese to english: this report is about liquid fm. Liquid came out before filling the drug solution. The patient returned the complaint product. When the plunger was pushed in before the drug solution was filled, liquid came out of the product. The patient discontinued use of the product due to anxiety. An investigation was requested.